Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced an ear infection. The recipient was prescribed medication, however, the infection did not resolve. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient is reportedly doing well. The external visual inspection revealed the electrode was severed near the fantail and array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.